Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees, that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, and the following was received: please clarify, was this a delivery service issue? No. It was found when the box was opened that there were only 34 packs in the box. Was there a purchase order shortage? No. Or was there a less amount of sutures found within a product packaging? Yes. Were there any quality issues reported with the product? No. Investigation summary : the product was returned to ethicon for evaluation. One box with thirty-four representative unopened samples was received for analysis. The product code is 8881h. Upon the visual inspection of the received box, it was found that contained only thirty-four foil packets instead of thirty-six foils. This product requires thirty-six packages per box. As part of our quality process, the manufacturing records of this lot-batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Although no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure in 2024, and suture was used. Prior to use on a patient, before delivery to the hospital it was reported that there were only 34 packages in the box. It was not a control release needle. No adverse patient consequences were reported. Upon the visual inspection of the received box, it was found that it contained only thirty-four foil packets instead of thirty-six foils. Additional information was requested.